Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient stated that she had a hypoglycemic adverse event due to having no cgm readings. Following a sensor error for 4-5 hours with the previous sensor, she changed the sensor and started the new sensor warm-up; she did not check her bg with a blood glucose meter during this time. She started seizing and fell unconscious. Her husband gave her glucagen and called an ambulance. Paramedics arrived approximately 40 minutes later and checked her bg which was 4.2 mmol/l. They did not give her any further treatment. She was not admitted to the hospital. At the time of the report her bg was within range. No additional patient or event information is available. Per medical review, this would constitute a serious adverse event as there was serious injury of a seizure and loss of consciousness requiring third party intervention of injected medication. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to remove the following statement from the initial MDR, "no additional patient or event information is available. Per medical review, this would constitute a serious adverse event as there was serious injury of a seizure and loss of consciousness requiring third party intervention of injected medication. "

Event description:
Subsequent to the initial MDR, a correction is required.